Event description:
It was reported that an unspecified malfunction occurred with the dexcom cgm. On the 02/12/2024, the patient's mother noted that the patient looked asleep. No further action was taken, but the next morning, on the (B)(6) 2024, it was apparent that the patient was unconscious an ambulance was called. The patient was admitted to the intensive care unit (ICU) unit and treatment with carbs and glucose was given, but the patient did not remember the dosages or further details regarding treatment. The patient stated that since the doctors performed were medical examinations, blood tests, scans, etc, to rule out any other illnesses or medical causes for the event. The patient stated he suffered a diabetic stroke, and on (B)(6) 2024, the patient was transferred to the rehabilitation ward as the patient was suffering from paraplegia to both legs. The patient stayed at the rehabilitation ward until (B)(6) 2024 and was transferred to a nursing home, where the patient was still staying, during the last contact on the (B)(6) 2024. The patient stated that the healthcare provider (hcp) thought 'it was the pump' and that the event was potentially caused because it had 'given too much insulin somehow'. At the time of the event running the control iq with g6 sensor. At the time of the report, the patient stated that it is still uncertain if the injury is permanent, but that for now he has not been given expectations that he will recover from it. No cgm and no blood glucose readings were reported from the event. The patient does not remember many details from the event and does not remember any specific dexcom malfunction, or how this would have led to losing consciousness. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.